Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. The device was disposed of and will not be returned.

Event description:
It was reported that during an open lung transplantation procedure, staples were not deployed at all at the first firing on the bronchial tube. Another device was used to complete the case. There were no adverse consequences to the patient. No device will be returning.